Event description:
It was reported that the device was used during a parathyroid. The device became extremely hot. Another device was used to complete the case. There was no adverse consequence to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the device was returned in good condition. The device was tested with a generator and was functional; no thermal issues were noted. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed. The device requires the use of the blue grip assist when assembling to the handpiece. When the blue grip assist is not used, there is not a good acoustical coupling between the focus device and the hpblue handpiece. The energy has to go through the coupling and at 55,5000 times per second, and builds up heat. Additionally, the following warnings are in the focus instructions for use to guide users on minimizing device temperatures and avoiding patient or user injuries. "During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Audible high-pitched tones resonating from the blade or hand piece during activation are an abnormal condition and an indicator that the blade or hand piece is not operating properly. The tones may be an indicator that the hand piece is beyond its useful life or that the blade has not been attached properly, which may result in abnormally high shaft temperatures and user or patient injury." "Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft." "To avoid user or patient injury in the event that accidental activation occurs, the instrument blade, clamp arm, and distal end of the shaft should not be in contact with the patient, drapes, or flammable materials while not in use. During prolonged activation in tissue, the instrument blade and clamp arm may become hot. Avoid unintended contact with tissue, drapes, surgical gowns, or other unintended sites at all times." "Incidental and prolonged activation against solid surfaces, such as bone, may result in blade heating and subsequent blade failure, and should be avoided." "The entire exposed blade tip is active and will cut/coagulate tissue when the harmonic focus blade is activated. Be careful to avoid inadvertent contact between all exposed blade surfaces and surrounding tissue when using the harmonic focus instrument." "Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade can result in possible damage to the instrument. If this happens, there may be a system failure signaled by a continuous beep or error code when either of the foot pedals or hand control buttons is depressed."